Event description:
It was reported that during a procedure to treat a de novo lesion in the distal right coronary artery, with heavy tortuosity and heavy calcification, pre-dilatation was performed several times with an additional balloon catheter. A 3.0x15 mm rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy and the proximal shaft separated. There was no interaction of devices. Reportedly, the shaft separated outside of the guiding catheter at the proximal end of the sds near the hub. The sds was withdrawn from the patient anatomy without resistance. The procedure was completed with another 3.0x15 mm xience xpedition sds. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.